Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unk), the device failed to allow discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product, and will be providing a f/u report when our investigation is completed.